Event description:
The manufacturer received information alleging a caregiver received a shock from an everflo oxygen concentrator when connecting the device to a triplet adapter. The patient went to the hospital and was given an EKG which showed an arrythmia. The patient was rehydrated to address this use. The device has yet to be evaluated by the manufacturer. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a care giver allegedly received a shock from an everflo oxygen concentrator when connecting the device in a standard triplet. The patient went to the hospital and was given an EKG which showed an arrythmia. The patient was rehydrated to address this issue. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was not confirmed. The power cord was found to be intact. There was no evidence of thermal damage or exposed wires to the power cord. The device operated and alarmed to design specifications. Product labeling,"do not use the oxygen concentrator if either the plug or power cord is damaged. Do not use extension cords or electrical adapters."